Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. The patient experienced multiple malfunctions and errors with the current pump but declined a follow-up from technical support, and additional information could not be obtained.